Event description:
This spontaneous report of a non-serious, unlabeled event is being submitted as a 10-day report. A female consumer reported that she received injections of restylane into the lips on an unspecified date approximately in 2007. It is unknown if anesthesia was administered pre-procedure or if the patient underwent additional procedures at the time or restylane treatment. Medical history and concomitant medications were not reported. On an unspecified date post-restylane treatment, the patient's lips began to peel "constantly" (injection site desquamation) and became "extremely" dry (lip dry). She also developed discoloration of the lips (injection site discoloration); the nature of the discoloration was unspecified. The event was ongoing as of the date this report was received. The lot number and expiration date were not reported.

Manufacturer narrative:
Additional PMA/510(k)# p040024